Event description:
The customer reported to olympus technical assistance center (tac), the evis exera iii xenon light source was beeping and had displayed error code e101, temperature error check ventilation grill. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer reported the subject device displayed error code e101, temperature error check ventilation grill for approximately a minute before disappearing. At the time of the initial call, the device was working. According to the customer, the unit had not shutdown when the error had occurred. Tac informed the customer the error will occur if any of the ventilation grills are blocked or if a buildup of dust occurred in the system. According to the customer, the device had been moved about a week prior, which may have caused the ventilation grills to be blocked but the customer verified that ventilation grills were not blocked. Tac recommended the subject device be returned to olympus for evaluation if the error message reoccurred and no dust build up or obstruction was found. The customer was informed the unit could still be unless the error message reoccurred the investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the e101 error could not be identified. However, it¿s likely the cause is related to the increased temperature of the light source. Olympus will continue to monitor field performance for this device.